Manufacturer narrative:
Other, other text: the device was returned to smiths medical. The moment the device was powered up, the device started double beeping ?replace downstream sensor." Unable to complete fm-dp-20085-08 to test the back-up capacitor due to downstream sensor issue. The device passed functional tests after replacement of the sensor.a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a double beep no cassette during testing. There was no patient, or clinician injury associated with this event.